Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative went to site to test the equipment. Representative was able to resolve the reported issue. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the mobile view station (mvs) of the imaging system was not communicating with imaging system. Image acquisition system (ias) pendant displays viewing station as not connected. Site used another medtronic imaging system to complete the procedure. The procedure was completed with the use of imaging. There was a delay of approximately 10 minutes. No impact on patient outcome.

Manufacturer narrative:
Correction: while testing the imaging system, the medtronic representative was unable to replicate the reported issue.